Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/02/2024. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal was in deployed open state with the tension spring assembly inside the delivery device. There were no visual defects observed on the intact opened deployed seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. Measurements of the delivery device were not taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. No visual defects were observed on the intact seal or intact tension spring assembly. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000368766 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not spread properly and bleeding could not be stopped. It didn't unfold properly. Amount of blood loss is unknown, but visibility reported to be poor. No blood transfusions received. A new product was opened and the operation continued without incident. No delay. No harm.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not spread properly and bleeding could not be stopped. Amount of blood loss is unknown, but visibility reported to be poor. No blood transfusions received. A new product was opened and the operation continued without incident. No delay. No harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.